Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
It was reported that the air compressor that supplies air gas to a ventilator was not draining and had a large amount of water. The drainage valve was replaced and returned for investigation. The evaluation of the received test logs showed failed pre-use check tests with for example failing flow transducer tests that may be related to a damaged air gas module. A visual inspection of the returned drainage valve showed no anomalies other than that the valve was returned without air connectors. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator. Simulated use test ventilation with compressor delivered air ran for 3 days without deficiencies. Water was drained and collected in the drainage bottle. No malfunction was found. The conclusion in this matter is that the reported issue with a malfunctioning drainage valve was indicated by the received device logs from the connected ventilator but could not be confirmed during laboratory tests. During simulated use test ventilation the returned drainage valve worked without remarks.

Event description:
It was reported that the air compressor that supplies air gas to a ventilator was not draining and had a large amount of water. There was no patient harm. Manufacturer reference #: (B)(4).